Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2018: morphine with concentration 25 mg/ml at a dose rate of 8.489 mg/day, and clonidine with concentration 4,375 mcg/ml at a dose rate of 1,485.6 mcg/day. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and peripheral neuropathy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6) and the reason for the pump being removed was end of life. No further complications were reported/anticipated or expected.